Event description:
Pt reported that she had a mesh implanted in 1997 due to incontinence and over active bladder. She stated that she began having abdominal cramps and the implant eventually stopped working causing her to have recurrent incontinence. She reported that she was either implanted with a new mesh or that her old mesh was revised in 1998. In 2003, she stated that she had a hysterectomy. Pt reported that in 2011, she had to have a stimulator implanted due to continued issues with incontinence. In 2013, she had the stimulator removed because, as she stated, it did not work. Pt alleges that her physician currently recommended she have an add'l surgery but also has also stated that she has a 50/50 chance that her bladder will be paralyzed if she does so. She reported that she does not know if she should go through with this surgery and that she is embarrassed to have continued incontinence at this stage in her life.